Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, hypertension, vaginal discharge and metrorrhagia. Concomitant products included enalapril since (B)(6) 2011, insulin lispro (humalog) since (B)(6) 2011, medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2013, nifedipine since (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea"), depression ("psychological or psychiatric problems - depression/ psych injury") and anxiety ("psychological or psychiatric problems condition: metal anguish"). On (B)(6) 2011, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain") and diabetes mellitus ("autoimmune diagnosed: diabetes"). The patient was treated with surgery (hysterectomy (full);, salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, abdominal pain and diabetes mellitus had resolved and the dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, depression, diabetes mellitus, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding hsg test. Discrepancy noted in essure insertion date- (B)(6) 2013 and (B)(6) 2013. Plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, anemia, diabetes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet was received. Events added from pfs- abdominal pain, diabetes. Essure removal date, events outcome were updated. Incident- no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, hypertension, vaginal discharge and metrorrhagia. Concomitant products included enalapril since (B)(6)2011, insulin lispro (humalog) since (B)(6)2011, medroxyprogesterone acetate (depo provera) (B)(6)2010 to june 2013, nifedipine since (B)(6)2011, nsaids since (B)(6)2010 and paracetamol (acetaminophen) since (B)(6)2010. On (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding ( menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea"), the first episode of depression ("psychological or psychiatric problems - depression/ psych injury"), anxiety ("psychological or psychiatric problems condition: metal anguish") and the second episode of depression ("psychological or psychiatric problems - depression/ psych injury"). On (B)(6)2011, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 1 year 9 months after insertion of essure. On an unknown date, the patient experienced abdominal pain ("abdominal pain"), diabetes mellitus ("autoimmune diagnosed: diabetes") and post procedural complication ("post removal complication"). The patient was treated with ferrous sulfate and surgery (hysterectomy (full);, salpingectomy (bilateral)). Essure was removed on (B)(6)2013. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, anaemia, abdominal pain and diabetes mellitus had resolved and the dysmenorrhoea, anxiety, the last episode of depression and post procedural complication outcome was unknown. The reporter considered abdominal pain, anaemia, anxiety, diabetes mellitus, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication, vaginal haemorrhage, the first episode of depression and the second episode of depression to be related to essure. The reporter commented: discrepancy noted regarding hsg test. Discrepancy noted in essure insertion date-(B)(6)2013 and (B)(6)2013, (B)(6)2013 plaintiffs received treatment for pelvic pain, abdominal pain, menorrhagia, anemia, diabetes. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received. Event "post procedural complication" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain') in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included diabetes, hypertension, vaginal discharge and metrorrhagia. Concomitant products included enalapril since (B)(6) 2011, insulin lispro (humalog) since (B)(6) 2011, medroxyprogesterone acetate (depo provera) (B)(6) 2010 to (B)(6) 2013, nifedipine since (B)(6) 2011, nsaids since (B)(6) 2010 and paracetamol (acetaminophen) since (B)(6) 2010. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), depression ("psychological or psychiatric problems - depression") and anxiety ("psychological or psychiatric problems condition: metal anguish"). On (B)(6) 2011, the patient experienced anaemia ("blood or heart disorder/condition type: anemia"), 1 year 9 months after insertion of essure. The patient was treated with surgery (hysterectomy (full); salpingectomy (bilateral)). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain was resolving, the vaginal haemorrhage had resolved and the menorrhagia, anaemia, dysmenorrhoea, depression and anxiety outcome was unknown. The reporter considered anaemia, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding hsg test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. ¿concerning the injuries reported in this case, the following ones were described in patient¿s medical record; confirming- events which are same in pfs & mr.¿ anemia, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2019: new pfs and mr received- new events added; abnormal bleeding (vaginal, menorrhagia); blood or heart disorder/condition ¿ anemia; dysmenorrhea; psychological or psychiatric problems ¿ depression and mental anguish. New reporter information, concomitant conditions and drugs were added. Product indication was updated. Outcome of event pain from unknown to recovering/resolving and event vaginal bleeding from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.